Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient believed she was having an allergic reaction to the silicon. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient believed she was having an allergic reaction to the silicon. The patient will undergo an explant procedure. No device malfunction was suspected.